Event description:
A pt ((B)(6)) was enrolled in (B)(6) study for stress urinary incontinence. On (B)(6) 2009, the pt was injected with 2 ml coaptite, lot 1012543. On the same day, the pt developed urinary retention diagnosed by pt report. The pt was treated with foley catheterization and recovered on (B)(6) 2009. Per physician, the event was of moderate severity and definitely related to coaptite.

Manufacturer narrative:
The device history records for lot 1012543 were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.